Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, evidence of contamination was found under key contacts. The keypad button symbols were worn; which has no effect on insulin delivery. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under key contacts. This report is made based on results of investigation completed on (B)(4) 2014. There was no adverse event associated with this complaint.